Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the handle was placed on a charger for charging and after removing the handle from the charger, the handle did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software v0.09 and this showed the charge fet (cfet) failure as well. It was noted that the handle had 116 of 300 procedures remaining. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the battery data was analyzed. It showed the vimr, voltage imbalance at rest, bit was set to fail. Analysis of the extracted gg file shows a difference between the cell voltages of 200 mv. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the handle would not charge and turn on. A competitor stapler was used to resolve the issue in order to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated. The cause of the handle being unable to charge in the pmv lab is due to the cfet permanent failure.